Manufacturer narrative:
(B)(4). Method: two complaint breathing circuits were returned. The two complaint devices were visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: the visual inspection revealed no physical damage to the returned complaint breathing circuits. The pressure test results were outside the required specification for this product. The water bath test revealed the leak to be around the swivel for both complaint breathing circuits. A lot check could not be performed as no lot number was provided. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt236 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an rt236 infant breathing circuit leaked during use. No patient consequence was reported.